Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to placement difficulty. The lead needed to be replaced unexpectedly since the surgery was planned only for the cardiac resynchronization therapy defibrillator (crt-d) changeout for normal battery depletion. However, the lead had unexpected placement issues, therefore a portion of the lead had to be cutoff, leaving a fraction of the lead within the patient and the other part returned for analysis. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The lead terminal pin was returned separated from the anode ring. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a broken pin. The lead needed to be replaced unexpectedly since the surgery was planned only for the cardiac resynchronization therapy defibrillator (crt-d) changeout for normal battery depletion. However, the lead had unexpected placement issues, therefore a portion of the lead had to be cutoff, leaving a fraction of the lead within the patient and the other part returned for analysis. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a broken pin. The lead needed to be replaced unexpectedly since the surgery was planned only for the cardiac resynchronization therapy defibrillator (crt-d) changeout for normal battery depletion. However, the lead had unexpected placement issues, therefore a portion of the lead had to be cutoff, leaving a fraction of the lead within the patient and the other part returned for analysis. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Adverse event/ prod problem: corrected wording h10. Device manufacturers only (additional MFR narrative): corrected wording upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination confirmed the lead had been severed approximately 212 millimeters (mm) from the terminal pin. Only the proximal segment was returned. Inspection also noted tears in the lead insulation, suggesting it was grasped and pulled with a tool. The bond between the terminal pin and terminal ring had become separated. Analysis concluded the pull force exerted on this lead exceeded the bond strength between the terminal pin and ring.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a broken pin. The lead needed to be replaced unexpectedly since the surgery was planned only for the cardiac resynchronization therapy defibrillator (crt-d) changeout for normal battery depletion. A portion of the lead had to be cutoff, which led to one portion of the lead being capped while the other part was returned for analysis. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a broken pin. The lead needed to be replaced unexpectedly since the surgery was planned only for the cardiac resynchronization therapy defibrillator (crt-d) changeout for normal battery depletion. However, the lead had unexpected placement issues, therefore a portion of the lead had to be cutoff, leaving a fraction of the lead within the patient and the other part returned for analysis. A new lead was implanted. No adverse patient effects were reported.